Manufacturer narrative:
The technician inspected the bed and found the bed to operating properly.

Event description:
The maternity manager alleged that an rn attempted to lower the head section of a bed that was in the fowler position, but a bed side table was obstructing the head section. During this time, the head down button was being pressed. This caused the head drive to run but not lower. The rn reached behind the elevated head section to remove the bed side table and when the table was cleared from the head section, the head section fell onto the rn's left-side shoulder, hip and back and proceeded to the flat position. A pt was in bed, but was not injured.